Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 60 mg/dl and was hospitalized; cause was due to not eating enough food throughout the day. Customer addressed bg level by ingesting sugary foods. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.